Manufacturer narrative:
(B)(4). The cause of the peritonitis was determined to be a breach in aseptic technique, further described as a poor environment. On the same day as the receipt of this report, the patient was discharged from the hospital and had recovered from peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On the same day as event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics (doses, frequencies durations, and routes not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.